Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that he was taken to the emergency room (ER) upon fainting, which occurred on (B)(6) 2016. Patient stated that he heard and confirmed his low alert on his dexcom continuous glucose monitor (cgm). Patient stated that the fall rate was not fast enough to set off his fall rate alert. Patient reported that the receiver was functioning properly at the time of the reported event. Patient stated that once he heard the low alert, he self-treated with gatorade. Patient reported that he fainted due to a hypoglycemic event and was taken to the hospital via ambulance for observation. No additional medical treatment was given at the hospital. Patient was released after recovering on (B)(6) 2016. At the time of contact, patient was at home and feeling "fine." No additional event or patient information is available. There was no alleged malfunction against the device. The complaint states that the patient fainted as a result of a hypoglycemic event. It should be noted that diabetes mellitus is a known cause of hypoglycemia.